Manufacturer narrative:
This device has been approved for use, on november 20, 2015, under the "compassionate use" scheme, ref: (B)(4). The surgeon has been contacted to inquire if further lengthening of the patient's leg has been performed. The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that during the surgery the surgeon removed the femur and measured it from the middle of the head to the distal medial condyle. That measurement was approximately 370mm. He noticed a discrepancy from this length and the implant size of 322mm (made 5mm short of the original 327mm). He then measured the length of the femur, on MRI, from the middle of the head to the distal medial condyle and obtained a length of approximately 370mm. The implant was thus approximately 40mm short. The surgeon continued the procedure and implanted the prosthesis gaining back approximately 10mm through the use of a larger head option. The final leg length discrepancy was approximately 30mm. The surgeon mentioned that the measurement he calculated of the removed femur lined up very similarly to the ruler x-ray shown on the design of the implant, however, he was concerned on the shortness of the prosthesis. Post operatively skin gathering was very apparent on the distal end of the femur. The surgeon wishes to do a lengthening in 2-3 weeks depending on the patient's health after chemotherapy. He intends on performing the lengthening with the stanmore magnet in the operating room with the patient sedated combined with part of the lengthening performed in the recovery room. (B)(4).

Manufacturer narrative:
The reported imaging problem was not confirmed as no post-operative x-rays were provided to confirm the discrepancy between the bone and the device. There is no indication that the reported imaging problem was device related as no device or manufacturing related issues have been identified. The reported size/fit issue could be as a result of clinical/surgical factors and not necessarily related to the device itself. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident- it was confirmed that the patient has undergone a successful lengthening procedure and that the patient's current medical status is good with the implant performing well, however, x-rays were not available. Further information such as sequential x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Correction implanted dated: corrected to (B)(6) 2015.

Event description:
It was reported that during the surgery the surgeon removed the femur and measured it from the middle of the head to the distal medial condyle. That measurement was approximately 370mm. He noticed a discrepancy from this length and the implant size of 322mm (made 5mm short of the original 327mm). He then measured the length of the femur, on MRI, from the middle of the head to the distal medial condyle and obtained a length of approximately 370mm. The implant was thus approximately 40mm short. The surgeon continued the procedure and implanted the prosthesis gaining back approximately 10mm through the use of a larger head option. The final leg length discrepancy was approximately 30mm. The surgeon mentioned that the measurement he calculated of the removed femur lined up very similarly to the ruler x-ray shown on the design of the implant, however, he was concerned on the shortness of the prosthesis. Post operatively skin gathering was very apparent on the distal end of the femur. The surgeon wishes to do a lengthening in 2-3 weeks depending on the patient's health after chemotherapy. He intends on performing the lengthening with the stanmore magnet in the operating room with the patient sedated combined with part of the lengthening performed in the recovery room. This is a supplemental report to 3004105610-2016-00002 ((B)(4)).